Event description:
Related manufacturer reference number: 2017865-2022-00988. It was reported that the patient presented remotely via merlin.net. Upon interrogation, the atrial lead and pacemaker exhibited under-sensing and noise due to electromagnetic interference. No intervention was performed. The patient experienced no adverse consequences.